Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the medtronic representative (mr) was trying to upgrade the system to cranial 3x. Upon trying to install the application, she saw an error on the system stating that there was no space on the device. The mr tried to remove cranial 2.2.6, but it unsuccessfully installed. The error showed /boot/system/stoc_archive/ filename location had no space left to work from. The same error appeared when trying to further remove framelink 5.4.1. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Analysis found that the reported error- insufficient disk space, was confirmed. The computer passed all tests and it did not appear to be any hardware errors. Analysis found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.